Event description:
During baxter's functionality testing, a spectrum pump displayed a close door message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The close door alarm was confirmed during baxter's functionality testing, as well as through the review of the event history log. Further investigation was unable to reproduce this condition, however was able to attribute the message to a failed upper hook switch. The upper auxiliary assembly, which included the hook switch, was replaced.